Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The vessel locator wings retraction issue was unable to be replicated due to the condition of the returned device. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was achieved using a starclose se device with a 6fr sheath, after a peripheral interventional procedure. Reportedly, after clip deployment, the vessel locator wings did not retract. In accordance with the instructions for use, the safety release mechanism access ports were used to successfully facilitate device removal. The clip of the starclose se device achieved hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.